Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. Bg level was addressed by administering dextrose. It was found that the customer was using off label insulin (octreopide) within the pump supplies. Tandem technical support educated the customer on insulin labeling.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide - tandem pumps are only approved to be used with humalog u-100 or novolog u-100 or the generic equivalents, lispro and aspart. H3 other text : device not returned.